Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely low red blood cell (rbc) result was obtained on an advia 560 hematology system. Siemens analyzed the instrument data and determined the first sample aspiration shows multiple sample and system flags, and many of these are related to the rbc parameter (anemia, hyperchromic and macrocytic rbc). As per the advia 560 hematology system operator's guide, these flags should cause the operator to question and review the results, which the customer did in this case. No system problem was identified. The probable cause cannot be identified in this case, but pre-analytical factors cannot be ruled out. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low red blood cell (rbc) result was obtained on an advia 560 hematology system. The discordant result was not reported to the physician(s). The sample was rerun twice for rbc, and both repeat results recovered higher. The repeat results were reported, as the correct results, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low rbc result.